Manufacturer narrative:
Product ID 3389s-40, lot# va06ju4, serial# (B)(4), product type - lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type - extension. Product ID 3389s-40, lot# va06ju4, serial# (B)(4), product type - lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted reprogramming was performed. There was no hospitalization due to the event. No patient injury was reported.

Event description:
It was reported that a patient had their lead replaced and there were "higher impedance values". The impedances were tested at 3.0v. Circuit c-1 was 3121 v, 1-2 was 4308 v, 1-3 was 5894 v. They wanted to do an MRI. Additional information received 6 days later reported that the impedances were still high after replacement. An impedance check was done and there were "some" open circuits seen. The cause of the high impedances was unknown. No interventions were done or planned. Further information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va06ju4, serial# (B)(4). Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3389s-40, lot# va06ju4, serial# (B)(4). Product type: lead. (B)(4).